Event description:
The patient reported that in 2009, her blood glucose elevated to 30 mmol/l (540 mg/dl) and later increased and measured "hi" on her blood glucose monitor. She bolused through the infusion device and her blood glucose lowered 0.1 mmol/l (1.8 mg/dl). She changed the infusion site and tubing, the adapter, and the insulin cartridge in an effort to lower her blood glucose. She concluded that the piston rod of the infusion device was stuck. She went to the hospital (treatment unknown), and was released the following morning. Her normal blood glucose level is 4-11 mmol/l (72-198 mg/dl). No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.